Event description:
It was reported that during a conization procedure, the blade and black plastic parts came off of the device. Another like device was used to complete the case. There were no adverse consequences to the patient.